Manufacturer narrative:
Method of evaluation: other: review of the voluntary medwatch report filed by the patient (mw5038662) quality control review: review of the device history record for lot s10522 review of the lifecell complaint management system results of evaluation: - it is unclear from the event description if the statement "the entire abdomen opened up again" is referring to the incision or a reherniation. It cannot be confirmed if the strattice device was involved in the post-operative complication or if the strattice device caused or contributed to the events. - it was reported in the maude event report that "both meshes have had a "soft" warning and recall", a review of the lifecell quality management system revealed that lot s10522 was not associated with any recall. - it was reported in the maude event report that the patient "saw that the lifecell strattice mesh, model 0616002, lot s10522 (yr 7/15/2009) was used several surgeries", lifecell strattice devices are indicated for single patient, one-time use only. - the strattice device remains implanted, there was no report of device explant. - qa investigation into lot s10522 resulted in no remarkable findings with no similar complaints against the lot, acceptable mechanical testing results and no deviations or nonconformances revealed during processing. - of the (B)(4) devices from lot s10522 released to finished goods, (B)(4) devices were distributed.. - lot s10522 met all qc release criteria. Conclusion code device not returned unable to confirm complaint (other): lifecell contacted the reporter/patient via email requesting additional information, including the name of the hospital/surgeon associated with the strattice implantation on (B)(6) 2015, (B)(6) 2015 & (B)(6) 2015. To date, no response has been received. Without additional clinical event details associated with the implantation of the strattice device and clarification of the post-operative complications reported, it cannot be determined if the strattice device caused or contributed to the events reported. Lifecell is filing this MDR due to lack of information. Qa investigation into lot s10522 resulted in no remarkable findings including (B)(4) devices distributed with no similar complaints against the lot, acceptable mechanical testing results and no deviations or nonconformances revealed during processing. Lot s10522 met all qc release criteria and was not associated with any recall. The device remains implanted.

Event description:
Lifecell received a maude event report from the FDA - division of postmarket surveillance and biometrics (mw 5038662). The patient filed a voluntary medwatch report stating that she reviewed her medical records from 2009 to present. She had mesh placement several times for abdominal hernias as well as ostomy mesh. It was reported that both meshes have had a "soft" warning and recall. Her complications started in 2009 after a hernia repair which resulted in (unknown) a week later. Finally, she was sent home after a strong course of antibiotics. Since then, she developed a fistula at the incision site which had been sutured. A small blister appeared and then the entire abdomen opened up again. She has an ostomy in place since 2001. In 2005, a wrong site surgery at (unknown) to repair a vaginal / rectal fistula which instead involved moving the original normal ostomy to the opposite side of abdomen. The repair was never done for vag/rectal. She could not get surgical records and also no explanation for an unnecessary, unneeded surgery. She has been battling a high output of draining fecal matter through the fistula. The fistula is located directly next to ostomy. She has problems keeping the ostomy device secured due to constant leaking of fistula getting up under dressing. She cannot eat without pain and draining. She saw that the lifecell strattice mesh, model 0616002, lot s10522 (yr (B)(6) 2009) was used in several surgeries and also veritas clgn patch manufacturer (unknown). Model rm-1016 (yr 2012). She is now preparing to have yet another surgery and apparently, a new mesh, hopefully not on a recall list. The patient was asking for advice from the FDA on what she could do. It is unclear from the event description if the statement "the entire abdomen opened up again" is referring to the incision or a reherniation. It cannot be confirmed if the strattice device was involved in the post-operative complications or if the strattice device caused or contributed to the events.